Event description:
Additional information showed the patient's device would be replaced. No procedure was scheduled at the time of this report.

Event description:
It was reported that the patient had experienced very bad positional stimulation (shocking and jolting) with her trial, and wanted to be implanted with a restore sensor and surgical paddle lead for her permanent implant. The patient ended up receiving a restore ultra. The patient wanted to change to a restore sensor as she continued to experience shocking and jolting while bending. In addition, the positioning of the restore ultra was uncomfortable. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model unknown, lot# unknown, implanted: unknown, explanted: unknown.

Manufacturer narrative:
Implanted: 2012 (B)(6), product typ lead, product ID 37754, serial# (B)(4), product typ recharger, product ID 37744, serial# (B)(4), product typ programmer, patient correction: please note original medwatch was filed with mfg. Site ID 3007566237. Additional information showed the correct mfg. Site ID is (B)(4).